Event description:
On (B)(4) 2012, customer reported that there was a leak (about 1 to 2ml) coming from either the manual probe or the probe rinse block on their hmx cp instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a hole in tubing. Fse replaced the tubing and was not able to provide information concerning the exact tubing impacted. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).